Manufacturer narrative:
Age/date of birth: unknown/ not provided. (B)(4). Device evaluation: the suspect product was discarded. Visual investigation cannot be performed. Therefore the reported issue could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s left eye. The patient was set for near and was unhappy. It was stated that the near is too close. Other visual symptoms are difficulty reading, refractive surprise, myopia. Hence, the doctor replaced the lens with another lens of the same model, but different power. At explant an incision enlargement and sutures were required. The patient is happy with the results post-exchange. The suspect product was discarded by the facility. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.